Event description:
It was reported that pump malfunction occurred, showing malfunction code 12 with no notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, successfully reset pump with guidance from technical support, did not experience recurring malfunction, was advised to continue using pump and to call back if issue returned, and chose to complete loading process and reconnect sensor independently.